Event description:
It was reported that the device was double beeping. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found that the device's downstream occlusion (dso) and upstream occlusion (uso) sensors were damaged. The customer's problem was replicated. The dso/uso sensors were replaced to fix the issue.